Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to report high blood glucose due to having a continuous motor error alarm. Customer¿s blood glucose was mid 400's mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. (B)(4).